Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Device history record (DHR) review was completed based on ship history for the devices sent to customer, and it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. The device instructions for use (IFU) was reviewed. The patient symptom incontinence, urinary was found to be listed in the IFU. A review of the rezum hazard analysis was completed and confirmed that the event of incontinence, urinary was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on all available information, an investigation conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. G4: PMA/510(k) # field on 3500a form is k190093, k191505 - reported here as PMA # exceeded character limit for designated field.

Event description:
It was reported that the patient had previously underwent a convective radiofrequency water vapor thermal therapy, and now the patient is experiencing urinary incontinence. It is believed that the either the device or the technique contributed to the symptom experienced by the patient. A catheter was used but the issue is still ongoing.

Manufacturer narrative:
G4: PMA/510(k) # field on 3500a form is k190093, k191505 - reported here as PMA # exceeded character limit for designated field.

Event description:
It was reported that the patient had previously underwent a convective radiofrequency water vapor thermal therapy, and now the patient is experiencing urinary incontinence. It is believed that the either the device or the technique contributed to the symptom experienced by the patient. A catheter was used but the issue is still ongoing.